Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 4 minutes and 3 minutes respectively: 1. 242 mg/dl and 93 mg/dl 2. 496 mg/dl, 168 mg/dl and 148 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.